Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device, via a 6fr sheath, after an interventional procedure. Reportedly, after needle deployment and during suture retrieval as the needle plunger was retracted and removed from the device body the suture pulled completely out of the artery and the device. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a second proglide device. There was no reported clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.